Event description:
Baxter the (B)(4) received a report that a 2 ml/hr folfuser overinfused during patient use. The total fill volume of 110 ml was infused over the course of 5 hours rather than 22 hours. The device was filled with a solution of 5-fluorouracil and saline. There was patient involvement, but no patient injury, medical intervention, or adverse reaction was reported with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510k number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of an overinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. An accuracy flow test was performed on the unit for 38 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 2.44 ml/hr, normalized flow rate = 2.50 ml/hr, specification range = 2.25 - 1.75 ml/hr. The folfuser produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.